Manufacturer narrative:
Additional information was added to h6, and h11. H11 : a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump htn (hypertension) medication continued to infuse despite being stopped and powered off during patient transfer, resulting in mild transient hypotension that resolved within 15 minutes after disconnection which occurred after infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.